Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
Approximately six months post implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The batteries and controller were removed from the patient and new batteries and controller were supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power on the reported event date.

Manufacturer narrative:
Four batteries and a controller were returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller passed visual and functional examination. Thorough external visual inspection of all the batteries revealed no signs of physical damage or contamination. Batteries (B)(4) passed functional testing; however, battery (B)(4) failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.